Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result- pump: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The history shows e4 (occlusion) error message. The customer did not always solve the e4 error message correctly. The occlusion limits were tested successfully. History list: all programmed boluses were delivered. All errors and alerts are triggered correctly by the pump. Consumables: infusion set: no sample was received for examination. The reference samples were visually inspected and tested for flow and leak for the lots. All test results were within specifications. The batch records were verified and found it within specifications. Cartridge: no sample was received for examination. We received following statement from our supplier (B)(4): we checked our retain samples and could not find any irregularities. The investigation of our production documents did not show any deviations related to the complaint reason. Up to now there are no other complaints regarding this batch. Meter: iu observed that the meter powered on with acceptable batteries. Iu connected the returned meter to retention pump, iu was able to connect the returned meter to a retention pump using bluetooth communication. Iu was able to change the setting and limits in the pump from the meter. Iu observed that the meter paired with pump correctly, no defects were observed. Retention history has been reviewed and found to be acceptable both in appearance and product performance for the lot alleged. Iu observed that the meter powered on when acceptable batteries were inserted into the meter. Iu powered meter on and off consistently with on/off button, no defects were observed with on/off button. Iu observed that the meter powers on when a test strip is inserted into the strip guide, no defects were observed. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white. Upon pressing and holding power button the red, blue, green and white screens appeared correctly, no display defects were observed. Iu visually inspected the external casing on the meter, no damage was observed. Iu manually reviewed the meters memory and observed that the meters displayed bolus data was out of sequence with reference to bg data. Within the information provided by product support, they indicated that the meter was not designed to change the order of records in the diary and they will be represented in the diary in the order that they were loaded into the meter. This behavior can occur if the customer performs actions on the meter before synchronizing to the pump even if a particular bolus was delivered with the meter acting as a remote control for the pump. Bolus deliveries programmed using the meter as a remote control are not automatically logged in the diary. It was concluded that the meter is functioning as intended and the customer was using the meter as a remote control for the pump and performed bg tests afterward before synching the pump to the meter. Iu manually reviewed the meters memory for the values alleged by the customer. Iu did observe the alleged values in the meters memory but on a different date than the alleged date ((B)(4) 2013). Iu observed that the bolus advice provided a value of - 1.2 u; iu confirmed the bolus result and observed that the meter does produce a bolus reaction with the retention pump and the correct bolus was delivered to the pump, no e4 errors were observed on the retention pump during delivery. Iu accessed the bolus advice function from the main menu screen. Iu programmed a bolus advice value of 2.5 u and selected "standard" as the delivery type. Iu confirmed the manually programmed value and observed that the meter displayed "no bg with bolus, consider testing bg before delivering insulin. Continue?" Iu selected "yes" and "deliver" in the bolus advice field. Iu observed that the meter delivered the 2.5 u to the retention pump, no e4 errors were observed on the retention pump during delivery. All testing produced acceptable results, no malfunctions were observed with returned meter. The customer's allegation of e4 errors and questionable results were not observed during the investigation of the returned product. The problem mentioned by the customer could not be reproduced.

Event description:
Patient's pump educator reported the patient called and informed her that he was admitted to the hospital on (B)(6) 2013, due to hypoglycemic coma. Pump educator stated the patient contacted her on 09/01/2013. Pump educator stated the previous night the patient's infusion device displayed an e4 (occlusion) error message, he measured his blood glucose level which at that time was around 550 mg/dl, and he corrected it with a bolus of 7.3 units of insulin via his blood glucose monitoring device. Pump educator reported the patient changed only the infusion set and the cannula that evening. Patient's normal blood glucose level was not provided. Pump educator reported then the patient's blood glucose level dropped to 366 mg/dl at 6:30 pm, he corrected it again with 4.6 units of insulin, and then received a blood glucose level of 208 mg/dl at 8:30 pm and then the last time he measured his blood glucose level was at 11:50 pm with a reading of 199 mg/dl and he gave 2 units of insulin and then went to bed. Pump educator stated the patient woke up with hypoglycemia and became unconscious. Pump educator reported the patient's mother and wife attempted to give him glucose tablets but he had trouble swallowing. Pump educator stated the patient's wife called an ambulance and they took him to the hospital. Pump educator reported the patient remained at the hospital for a few hours, went home, and contacted his doctor for further instructions. Pump educator stated the patient reported he had a similar episode around (B)(6) 2013 but did not inform us. Pump educator stated the patient's blood glucose level was stable at home. Pump educator reported the patient stated due to the occlusion he had hypoglycemia in the morning and became unconscious. No further information is available. Product was replaced and requested return of the alleged infusion device and blood glucose monitor for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.